Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, after two sample acquisitions, no tissue sample was collected and when the probe was removed from the patient, it was discovered that the sample notch and approximately 5 mm of the toothed rack had separated from the probe. The physician removed the separated piece by using forceps to grab onto the toothed rack that was located outside of the breast. There was no additional incision required. The procedure was completed with a core biopsy device. The coaxial was not retained in the breast during the exchange of the devices. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the probe was returned. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed back on the probe cover. The cannula driver was in its initial position. The slider was pulled out from the slider cover, indicating that the clutch wheel was not engaging the internal gears, and that the probe was in prime/pierce mode. The sample notch was detached from the probe with a section of the toothed rack still visible inside the crimp joint area. The toothed rack was retracted 2.8cm into the cutting cannula. No damage was seen on the needle tip or coaxial cannula needle tip. Slight damage was found on the tip of the cutting cannula. Functional/performance evaluation: due to the condition of the sample (broken toothed rack), no functional testing was performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for break, as the probe was returned with a broken toothed rack at the base of the sample notch. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current finesse probe IFU states: warnings: do not resterilize finesse® ultra biopsy probes. After resterilization, the sterility of the probe is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilizing the probe increases the probability that it will malfunction due to potential mechanical changes. Additionally, specific precautions and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.